Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture. After a chest x-ray to check the positioning of balloon shortly after ccu staff noticed blood in drive line tubing". Additional information states that the iab was removed. The user reports "no issues were seen on removal". No patient reports or consequence reported. The patient current condition is "fine".

Event description:
It was reported "iab rupture. After a chest x-ray to check the positioning of balloon shortly after ccu staff noticed blood in drive line tubing". Additional information states that the iab was removed. The user reports "no issues were seen on removal". No patient reports or consequence reported. The patient current condition is "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (fos) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on a section of the iabc bladder membrane; the teflon sheath sidearm was noted cut. Buckling was noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 20cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The fos yellow jacket cabling was cut near the iab bifurcate. The remaining length of the fos cable including the fos connector and cal key were not returned. The iabc bladder was not-ed withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), the balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document (B)(4). The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no fiber breaks were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 25.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.